Event description:
It was reported that following a laac (left atrial appendage closure) procedure using an amplatzer left atrial appendage occluder the patient experienced pericarditis. The patient was admitted to the hospital on (B)(6) 2023. They were given ibuprofen and corticoids and saline solution flurotherapy. X-rays were taken, and an ECG and echocardiogram were performed. The patient was discharged on (B)(6) 2023 and the issue is considered resolved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).